Event description:
It was reported that packages were open thus affecting sterility with a bd venflon 2 gn 18ga IV cannula 32mm. The following information was provided by the initial reporter: the goods shipped were popped and unusable. Customer service advised the customer to destroy as they will send a replacement order.

Manufacturer narrative:
H.6. Investigation summary : since no samples (including photos) were returned for the reported issue of ¿packaging warped and unusable¿ with lot number 9031721 regarding item # 391457 the complaint could not be confirmed, and the root cause is undetermined. The DHR was reviewed for batch number 9031721 and there was no reported complaint or qn raised. The investigation was thus done on the available retention samples of lot number 9031721. There was no such defect found in the retention samples to confirm the defect. The defect is not confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packages were open thus affecting sterility with a bd venflon 2 gn 18ga IV cannula 32mm. The following information was provided by the initial reporter: the goods shipped were popped and unusable. Customer service advised the customer to destroy as they will send a replacement order.